Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The brim cap and hemostatic valve became detached from the sheath. It was reported that the orange cap on the vizigo sheath valve separated when they removed the dilator from the sheath and the dilator cracked. The orange cap was snapped back in place and the procedure was continued and subsequently completed. No patient consequences were reported. The dilator was not damaged in this instance. The orange brim cap dislodged upon removal of the dilator exposing the valve apparatus. It appears that the dilator was tighter than expected upon insertion at the very distal portion of insertion. The medical team was able recreate the event at the end of the case and the dilator was smoothly inserted until the final 5-6 inches or so when it appeared to become rather tight. The dilator was still able to be inserted until it snapped into place in the hub like normal. It was when the dilator was flexed that to separate it from the sheath that the hub cap became dislodged exposing the valve apparatus. It appears that the glue holding the cap in place was either missing or inadequate. The hemostasis valve (gasket) did break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. They were able to proceed with the sheath throughout the procedure. The slightly smaller diameter of the catheter did not recreate the event above. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was noted as the physician identified the issue quickly and was able to slide the brim cap back into place before proceeding. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The brim cap and hemostatic valve became detached from the sheath. It was reported that the orange cap on the vizigo sheath valve separated when they removed the dilator from the sheath and the dilator cracked. The orange cap was snapped back in place and the procedure was continued and subsequently completed. No patient consequences were reported. Device evaluation details: according to the picture provided by the customer, the brim cap was separated from the hub component--causing the internal components to separate. Additionally, the complaint device was returned to biosense webster for evaluation. Bwi then conducted a visual inspection, functional and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap, the silicon ring, and the hemostatic valve detached from the vizigo sheath. Bends were also identified on the dilator. Microscopic examination in the brim cap shows small residues of glue, this shows that the brim cap was attached to the vizigo. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device 50000075 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).